Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s current blood glucose value is 82 mg/dl. The customer experienced symptoms such as difficulty breathing and nausea. The customer treated with the pump. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. Customer did not receive a change sensor alert after a calibration not accepted. The insulin pump will not be returned for analysis.